Manufacturer narrative:
A maquet field service technician will investigate the device. A supplemental medwatch will be submitted when add'l info becomes available. (B)(4).

Event description:
It was reported that during a valve repair case, the device failed to cool and got warmer. The device was swapped for another and the procedure was successfully completed. (B)(4).